Event description:
An externalized conductor was reported. On (B)(6) 2012 during the extraction of the lead, an extensive tear of the svc occurred. A sternotomy was performed to repair the tear. The tear took a long time to repair and the patient lost a large amount of blood. The patient was without a pulse for a long time and was put on bypass. The patient never regained consciousness. On (B)(6) 2012 the patient suffered a stroke and multi organ shutdown and expired.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned cut in two pieces for analysis. Internal insulation abrasion was found at 6.9cm to 9.5cm from the distal tip. The etfe coating was intact at this location. Electrical tests were normal for the returned portions.